Event description:
Patient texted rn on (B)(6) 2026 informing rn that he was in the emergency room with chest pain and dizziness. Admitted overnight. Discharged (B)(6) 2026 per text from patient; lapse in therapy: hospitalized. Need roc orders.